Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to intermittent loss of capture. While attempting to replace this lead, it was discovered that the left subclavian vein was partially occluded, therefore, the patient's atrial lead was also surgically abandoned.